Event description:
Instruments trays were wrapped and taped and then put in the steam sterilizer for a steam cycle. After the cycle was complete and the trays were removed it was noticed that the tape had lost its adhesive and was rolled up. This happened repeated times.======================manufacturer response for steam sterilization tape, 3m (per site reporter).======================in response to similar complaints from other customers, 3m opened a corrective and preventive action (CAPA) plan at the facility where the steam indicator tape is manufactured. During the investigation, a mechanical issue was identified as the root cause of the poor adhesive performance of the tape. The mechanical issue is being addressed and the team is working to ensure that the adhesive performance of the tape meets our customers' expectations.thank you for bringing this to our attention. I apologize for the inconvenience this issue has caused.